Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father of a customer reported via phone call that the insulin pump alarmed no delivery after a reservoir change. The customer's blood glucose reading was 450 mg/dl at the time of incident and treated with an injection. Troubleshooting was offered but the customer indicated that they would call back later.